Manufacturer narrative:
A ge oec service representative investigated this issue and was unable to duplicate the malfunction. The system was tested and found to be operating as intended. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system re-booted without input during the procedure. The system functioned without incident after the event. No injury to patient was reported.